Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The physician was advancing a 2.75x16mm veriflex stent delivery system to the target lesion when it was noted that the stent moved off the balloon. The device was successfully removed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: there was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. The stent was detached and stretched with all of the struts flared and bent. The distal end of the balloon was bunched. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The physician was advancing a 2.75x16mm veriflex stent delivery system to the target lesion when it was noted that the stent moved off the balloon. The device was successfully removed and no patient complications were reported.